Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was explanted and replaced. There was a concern of a device header anomaly. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this device remains in service and there were no product performance issues related to this product. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.